Event description:
During the re-insertion of the scissor, the surgeon noticed that the cutting edge was missing. He looked for this piece and tried to remove it during 2-hours without success. Back-up device available. The procedure was a resection, if the bucket handle internal meniscus tear.

Manufacturer narrative:
Finish applied to the device is inconsistent with smith & nephew practices. Conclusion: improper maintenance.